Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.

Manufacturer narrative:
Correction: d.4., h.4.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew diphtheroids which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in infection control/ touch contamination during the pd exchange, as reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.

Manufacturer narrative:
Correction: b.3.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.